Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for (B)(4) lot no: 0901215723. The device history record was reviewed. The product was not returned. The sterilization batch records were reviewed and the product was sterilized according to specifications. (B)(4).

Event description:
Allegedly (B)(6) after surgery, a pale yellow liquid exuded from the surgery site. A debridement and continuous irrigation of the wound was conducted.